Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood/body fluid (not obstructed) was noted on distal conductor; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician had trouble positioning the lead into a stable position. The lead was not used and was replaced. No patient complications have been reported as a result of this event.